Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of nicard that was programmed to infuse at around 10ml/hr was noted to be leaking from the 2 sets of quad fuse tubing which were wrapped in aquaguard. Less than 1ml was noted in the aquaguard. The tubing was changed to two trifuse sets without further incident. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed cracks/stress markings on the hubs (collars) of the trifurcated adaptors which were attached to a maxzero valve. Functional testing showed a leak at the engagement between one of the set's maxzero valves and its mating component; further inspection showed a microchannel/scratch within the interior diameter of the maxzero valve. The cause of the leak is a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel/scratch is a manufacturing issue.

Event description:
The customer reported that an infusion of nicard that was programmed to infuse at around 10ml/hr was noted to be leaking from the 2 sets of quad fuse tubing which were wrapped in aquaguard. Less than 1ml was noted in the aquaguard. The tubing was changed to two trifuse sets without further incident. There was no report of patient harm.